Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that when the handle was being pulled out after tapping the footprint ultra suture anchor into the patient, the anchor pin was out and could not be used. A backup was used to complete the procedure. There is no report of how long of a delay, if any, resulted. There was no report of patient injury associated with the alleged event.

Manufacturer narrative:
Footprint ultra pk suture anchor inserter was returned for evaluation. Anchor was not returned for examination. Visual assessment of the inserter showed it is intact. Functional assessment of the inserter torque limiter was performed and found to function as intended. After the evaluation, the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.